Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-03093 and 2134265-2018-02735. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to view the target lesion. During pullback, it became unable to press the bookmark and it was noted that the ilab ultrasound imaging system froze. However, the issue was resolved after the ilab ultrasound imaging system was restarted and the procedure was completed. No patient complications were reported.